Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2201997. Medical device expiration date: 31-dec-2023. Device manufacture date: 20-jul-2022. Medical device lot #: 2257769. Medical device expiration date: 31-jan-2024. Device manufacture date: 14-sep-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® serum blood collection tubes the caps are damaged and falling off. There was no patient impact. The following information was provided by the initial reporter: customer reported that the red caps on the tube were loose and falls off, leaving others to assume it as a tube with black top and the black rubber septum is left uncovered.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 03-feb-2023 investigation summary: bd received 13 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, the customer samples along with retention samples from bd inventory, were functionally evaluated for closure separation: - one return sample for lot 2257769 failed and therefore is confirmed for closure separation. - closure separation was unable to be duplicated in the retention samples and remaining returned customer samples. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation based on the photos provided and based on the testing of the customer returned samples for lot # 2257769. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® serum blood collection tubes the caps are damaged and falling off. There was no patient impact. The following information was provided by the initial reporter: customer reported that the red caps on the tube were loose and falls off, leaving others to assume it as a tube with black top and the black rubber septum is left uncovered.